Event description:
Lvad patient at routine clinic appointment had 19 pump stoppages noted on waveform analysis of her vad, heartware. Admitted to the hospital for further investigation of device. Multiple power disconnect alarms, critical battery alarms (indicating low battery power) when battery was 30-60% charged. Required replacement of all 6 patient owned batteries to resolve alarm. No harm to patient but potential for serious harm caused by repeated pump stoppages.